Event description:
It was reported that a physician trained in the use of the starclose se device attempted closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports, which enabled the thumb advancer to be retracted to the start arrow. The device continued to be in the tissue tract, therefore, a subcutaneous cut-down was performed to release the device from the tissue tract. The starclose se clip deployed in the artery and achieved hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.